Event description:
It was reported that a device was used during a laparscopic gastric by-pass. The seal separated completely from the device housing and fell into the patient. Surgeon removed it with a grasper. Opened another device to complete the case. There was no patient consequences.